Event description:
Information received by medtronic indicated that inpen dose were not transmitted to inpen app. Trouble shooting was performed. Issue was not resolved. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.

Manufacturer narrative:
Software version: n/a, color: grey, battery life remaining: n/a. Customer reports: having issue with his inpen app. Inpen doses not transmitted to inpen app . Per visual inspection: missing dosing window. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and high resistance while dispensing or dialing was noted. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. Inpen unable to send dose to inpen app due to communication / pairing anomaly. Inpen dose button was removed and electronic stack, flex connector and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. However, lint and dust bunnies were found under dose button. A battery test was performed and battery measure at 3.0 volts. Inpen was cut open and after inspection it was found that the encoder pattern wheel tabs rotating causing misalignment of the encoder and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing and preventing inpen to pair due to misalignment of encoder.